Manufacturer narrative:
H2: the previous MDR was submitted with the correct system serial number in section h11. The serial number has been added to section d for reporting in this MDR. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: please see section d9 for additional information. H3, h6: a software analysis was initiated. However, the software evaluation found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. The provided logs and archives were reviewed and there were five sessions observed on the reported date. Sessions 1¿4 showed limited activity with the user primarily moving between select procedure, instruments, and surgeon admin without progressing to imaging or navigation. In session 5, the user loaded one imaging system image set for the pelvic trauma procedure and a different imaging system image set for the spinal fusion procedure, proceeded through acquire images, and reached navigation. This session also contained the only merge state entries, showing two imaging system scans being used with imaging system-1 as the reference exam. Also, from the logs, it was found that the camera has reported multiple "infrared interference error" warnings for the tools that were used in the procedure and also, along with multiple "algorithm limitation error" from the network device interface (ndi) localizer. We could also see that few of the "verification succeeded" message for pass ive planar ball 1.5, orange tracker, violet tracker on small passive frame. It's not clear whether the infrared interference was the root cause of the instruments being roughly off by 5-6 mm. The archives included two imaging datasets, each with 192 slices at 0.83 mm spacing/thickness, with no saved plans, implants, or projections. The software logs were not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration was a common cause of accuracy issues but cannot be detected in logfiles or archives. Codes b01, c19, are applicable to this analysis, as well as the previously reported code d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information was received. The system serial number was updated to (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was inaccuracy after the imaging system spin. Prior to the imaging spin, the radiology tech in training hit the imaging system the on door leading into operating room very hard. It was noted that the passive planar probe looked as if it was floating about 5mm about spinous process. The surgeon knew in which way it was inaccurate and compensated for it. The site worked adjacent to the reference frame.

Manufacturer narrative:
H2: please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy of 2 millimeters (mm) posteriorly which was noticed one minute into navigation. The surgeon adjusted the screw anteriorly after noticing the alleged inaccuracy. This was the first of two occurrences. This issue caused no surgical delay. There was no impact on the patient¿s outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.1.0 h3,h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. H6: code f26: no health consequences or impact is applicable to no impact on the patient's outcome. Code f1906: modified surgical procedure is applicable to the screw being adjusted anteriorly after noticing the alleged inaccuracy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.